Event description:
The user facility reported that on saturday, (B)(6) 2021, the patient underwent emergency surgery for subarachnoid hemorrhage and hemostasis was achieved using the involved angio-seal device. Following the procedure, the patient stayed in bed for fifteen hours. In the evening of sunday, (B)(6) 2021, the patient became restless and was treated for hydrocephalus. On (B)(6) 2021, bleeding was observed at the puncture site. The patient was still in the hospital. The compaction marker may have been exposed little too much during the hemostasis procedure. The patient was brought into the hospital for subarachnoid hemorrhage. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. Bleeding occurred out of the procedure room. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the above product.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correction section d3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).